Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that he removed the battery from the insulin pump and placed the battery in but it alarmed failed battery test. When he placed the battery back in the insulin pump, another failed battery test alarm occurred. Customer's blood glucose level was 124 mg/dl. The device was not returned.